Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) and a consumer (con) regarding a patient with an implantable pump. It was reported that the patient went to the hcp due to a beeping alarm on their pump and the clinician told him it was due to an error 100 and advised the patient to call mdt. The pump was stalled and not working, but the patient wanted to leave it off since the medicine he was taking had better results and he just wanted that beeping to stop. Patient services advised to go back to the hcp since they were the only ones able to stop the alarm. The patient was told that the clinician had a number to call for assistance in case of not knowing how to deactivate the beeping. Additional information received from a foreign health care provider (for, hcp) indicated that the synchromed ii pump temporarily stopped and it was unclear when it was stopped. It was stated that it could not be ruled out that the critical alarm perceived by the patient was due to exceeding the 48 hours of maximum pump downtime. The patient heard the critical alarm every 10 minutes since yesterday, with code 100 indicating motor stall. There was no magnetic resonance imaging (MRI) or electro-magnetic interference (eri). The hcp asked how they could silence the alarm and what programming steps they should do if they wanted to discontinue therapy or pause it for some time. Steps were provided to silence the active alarm and the hcp was satisfied with the response.